Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed battery depletion behavior during charging, including a drop from approximately 5% to 1% despite correct placement on a charging pad showing solid green, and the device did not charge when tried on multiple outlets; the user was provided troubleshooting guidance, instructed on shutdown to avoid alerts, and a replacement device was sent, with data sync to the mobile app advised and the need for a new startup process on the replacement explained. Symptoms included no adverse clinical effects and no glycemic excursions reported. Outcomes included replacement supplies shipped and continued cgm use with the dexcom app or receiver. Investigation included customer interview, technical troubleshooting, and review of device use. Investigation of this case revealed a suspected charging or power management malfunction of the pump consistent with battery depletion during charge, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging/power subsystem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.